Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that following insertion of the tube the patient experienced a "loss of air." The user facility reported that they attempted to suction the tube, but experienced difficulty passing an 8fr suction catheter through the in situ tube. The tube was therefore replaced. No permanent adverse effects to the patient were reported. Additional information has been requested, no further information has been received at this time.